Event description:
The event is reported as: complaint alleged per canada affiliate: "staples did not fire during procedure." No pt injury reported. Add'l info required.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.